Event description:
It was reported that the patient faced an infusion set cannula was bent event on (B)(6) 2026. The blood glucose level was high at the time of event and was treated with insulin pen.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.